Event description:
Caller reported that patient's blood glucose reading was 25mg/dl. A second blood test yielded a result of 22 mg/dl. Patient was transported to hospital via ambulance. A sugar treatment was administered during the trip. Upon arriving at the hospital, a lab instrument yielded a reading of below 10mg/dl. Patient experienced seizures during the event.